Event description:
The patient reports that she received a low cartridge alarm, indicating there were 20 units remaining, on the second day after she changed her cartridge. The patient reports that she changes her site and cartridge every 3 days. The patient removed the cartridge and confirmed that there were 20 units remaining. She reports that she is not taking more insulin than usual. The patient reports that she filled a cartridge with 100 units on (B)(6) 2010. On (B)(6) 2010, the patient experienced hypoglycemia (38mg/dl) which was treated with glucose tablets. The patient denies removing the cartridge at any time after filling with 100 units.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.